Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A doctor reported that during a cataract procedure with aberrometry, intraocular lens (iol) power was miscalculated. Surgeon anticipated a lens power of 18 diopters but the system calculated a six diopters iol. All pre-operative data entered was checked and no data error was found to account for this miscalculation. The surgeon implanted originally planned iol. Data was reviewed and analyzed by another doctor who determined that there was an error in the surgeon's a-constant. This was found to be related to adding new iol's to the surgeon's preferred list while connecting to the database using an ipad.

Manufacturer narrative:
The root cause can be attributed to the use of an unsupported browser while adding an intraocular lens (iol) to a surgeon¿s active iol list via the software. (B)(4)